Manufacturer narrative:
The description of the event and the log file provided basis for the investigation of the reported symptom. A device restart could be confirmed by analyzing the provided log file but already occurred on august 6th, 2017. It can be derived that the internal safety software of the device detected a deviation and initiated a warmstart as specified in an attempt to resolve the problem. In case of such a restart, the emergency-breathing valve opens to ambient allowing for spontaneous breathing and generates corresponding alarms. The root cause of the restart could not be finally clarified from the available data. The service engineer performed testing according to manufacturer specification successfully and ran the device in a long term test run over one week without any deviations.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported the following: the respiratory technician stated that the ventilator alarmed and the workstation restarted by itself while the workstation was connected to a patient. No patient consequences reported.